Event description:
Per caller, her grandfather was coming back in the house from taking out the recycling bin and it broke at the height adjustment knob. No injuries reported. He normally uses a walker but cane is used occasionally if he's only going outside for a few minutes. No further information available. Photos submitted. Requests replacement; will accept small base if that's all that's available. Grandfather has broken parts of cane. Spoke with complainant again. She felt that speaking with the patient, her grandfather, would not yield additional information about the incident or device. She had questioned him as to whether he had noticed any "weakness" in the cane prior to the incident and he had said no. She reports that the incident happened when he was returning from putting a small quantity of cans into the recycling. He was not moving or using a large bin. She confirmed the report that the cane shaft broke when he was walking. She will be returning the damaged cane when she receives the replacement.